Event description:
A guidewire broke off into left radial artery while the doctor attempted to place arterial line. Needle visible on ultrasound imaging within vessel. Removed in one piece the next day.

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.